Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that a patient underwent a right total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent a right total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason. Additional information reported competitor head and stem were implanted during the initial procedure, which occurred prior to 1999. The patient was revised on (B)(6) 2016 due to recurrent dislocation. The liner and competitor head were removed and replaced.